Manufacturer narrative:
The device manufacture date for this product is december 13, 2013.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the allegation against the communicator was confirmed. The returned power brick had a damaged or a melted blade adaptor. As the power brick blade was replaced, the communicator passed all the baseline tests.

Event description:
Boston scientific received information that the communicator's power cord was burned and would not stay connected to the outlet. There were no storms or power outages reported. A boston scientific company representative performed troubleshooting and verified that no personnel were hurt during the issue. A return label was sent to the patient's address and the communicator was replaced. The communicator is no longer in service. No adverse patient effects were reported.